Event description:
Physician reported "problems with left implant". Subsequently, physician reported "left breast size increased. Pain increased.". Device has been explanted. This relates to the left side. Patient also treated with antibiotics.

Manufacturer narrative:
Continued from initial reporter: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, size increase.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, red biological tissue in the surface of the shell/gel, encapsulation and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
Physician reported "problems with left implant". Subsequently, physician reported "left breast size increased. Pain increased.". Device has been explanted. This relates to the left side. Patient also treated with antibiotics.